Manufacturer narrative:
Ps341317. Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information provided by the customer. Results: it was reported that the cap on the pressure monitoring port came off during setup. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported. All rt266 infant dual heated evaqua2 breathing circuits are pressure and occlusion tested prior to being released for distribution. Any circuits that fail are rejected. The subject device would have met the required specification at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit states: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that an rt266 infant dual heated evaqua2 breathing circuit failed a leak test due to the cap on the pressure monitoring port of the rt266 breathing circuit came off. There was no patient involvement.